Manufacturer narrative:
The information received indicated the device was not able to inflate, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was revised due to the device being unable to inflate.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to not able to inflate. The patient reported the pump was stuck and the device would not inflate. There was a failed trial to reset the device. No other adverse patient effects were reported.